Event description:
The customer reported to olympus, the high definition lcd monitor was not getting any power from the power supply. The customer installed another power supply and the issue was resolved. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the device was not returned because it operated normally when another power supply was installed. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was supplied by the customer. While speaking with the olympus technical assistance center (tac), the customer had to break through the wall and verify pin voltage. Tac provided the power that runs through each pin. The customer was going to test the pins and call tac back to determine if they needed a new power supply.